Manufacturer narrative:
This is one of two products being reported for the same event. Please reference mfg reports #: 9616099-2008-00277 and 9616099-2008-00278. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
The report received from the study indicates that the pt was hospitalized for percutaneous interventions in 2005 and 2006. No other info is available or forthcoming.